Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had moisture in the helium gas extension tube which did not decrease. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had moisture in the helium gas extension tube which did not decrease. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the pneumatic module. The fse performed all functional and safety checks to meet factory specifications. (B)(4) 14 dec 2022. The national repair center installed the pneumatic interface module assembly pn 0997-00-1178 sn (B)(6) into the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of moisture decreased within extension tubing. The pneumatic interface module assembly passed testing.

Event description:
N/a.